Event description:
While performing preventive maintenance service of the ventilator, the manufacturer's service technician reported the unit was failing testing, and noted a diagnostic code in the ventilator's log history indicating a vent inop occurrence due to an exhalation autozero failure. The customer did not report the occurrence during any previous usage. The ventilator was not in use at the time, therefore, there was no patient involvement or harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The ventilator will alarm upon vent inop. The service technician replaced the sensor board to correct the finding. Extended self testing (est) was completed and all tests passed per operating specifications.